Manufacturer narrative:
Complaint evaluation the related servicemax case was cancelled since the incident was logged against a wrong serial number. Customer resolution and conclusion the related servicemax case was cancelled since the incident was logged against a wrong serial number. The remote service engineer provided the customer with advance external defibrillator support phone number.

Event description:
It was reported that the device's battery is dead. There was no patient involvement.